Event description:
Reportedly, the screen of the subject programmer freezes intermittently.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, the screen of the subject programmer freezes intermittently.